Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays and medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot numbers are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07152, 08582, 08583.

Event description:
It was reported the patient had bursitis type pain in the left greater trochanter 20 years post primary implantation. X-ray determined there was 2mm of polyethylene wear. The patient was therefore revised to address the eccentric poly- wear/implant fracture. No further information has been made available at this time.